Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with vital signs absent, the device would not power up. Complainant alleged that the clinician swapped out the batteries to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. It is important to note that the customer indicated that the device was installed with a depleted battery at the time of the reported event. The customer was able to power up the device with a fully charged secondary battery. Zoll was unable to confirm the customer's communication.